Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance trend around 135 to 140 ohms, with the highest value of 152 ohms, which is high out of range. An integrity test was performed, two synchronized shocks were delivered at energies of 1.1 joules and 41 joules, with impedances of 117 and 114 ohms respectively, which are within normal range. In addition, no episodes showing oversensing were observed and during the provocative maneuvers, no oversensing was triggered. It was mentioned that the suspected cause is likely fibrosis on the lead. The physician decided to continue routine monitoring for the patient. No additional adverse patient effects were reported.